Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir cartridge ring was loose. Customer¿s blood glucose level was unknown. Customer state they have to press the buttons more than once before they take action. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.